Event description:
It was reported from (B)(6) that the patient was experiencing "battery switching" with one (1) battery. This event occurred in both ports of the controller for this one (1) battery. The patient reportedly heard a single beep and then lost connection to the battery. The preliminary review of the log files did not show any issue with this battery. The facility exchanged the battery and gave the patient a replacement. The battery will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
After further review of additional information received and have been updated accordingly. (B)(4) - power source disconnections on (B)(4) 2014 and (B)(4) 2014 while on (B)(4). (B)(4), manufacturing date: 2014 -06 - the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During review the available log file revealed no anomalies were found with battery serial (B)(4). The battery performed as per specification. Testing completed (B)(4) 2015.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The issue of battery switching is currently being investigated, under a CAPA, by the manufacturer.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. The device is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.